Event description:
It was reported that the helix of the attempted implantable pacing lead would not deploy and would also not retract due to tissue in the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst commented that there was no tissue on the helix at the time of analysis. The lead had a bent connector pin and the outer insulation had been cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.